Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient reported to fresenius technical support (ts) that their cycler was alarming with the m30 balloon valve leak warning in step 2 of setup; the patient pressed ok, and the m30 message reoccurred. The issue occurred multiple times tonight. The patient was not connected during incident. The cycler has been re-setup with new supplies. The patient was disconnected at time of call. The patient ended treatment while in fill 1. Fluid was seen on the floor. The patient could not verify where the fluid came from. The patient stated the m30 alarm has occur frequently throughout the week. The patient was able to get passed the m30 on 3rd attempt tonight. The patient received the filling slowly message and canceled treatment. Ts advised to discontinue use of this cycler. Ts replaced the cycler due to the m30 balloon valve leak message. Upon follow up, the patient stated that the fluid leak came from the cycler door. There was no solution bag leak. The leak was discovered during treatment (the patient could not be certain of what phase of treatment). The patient was connected. The exact location of the leak is unknown. The cause of the leak is unknown. The cycler alarmed with the m30 balloon valve leak warning prior to discovering the fluid leak. The patient was able to complete treatment via manual exchanges. The sample supplies are not available for return for evaluation. There was no patient serious injury or medical intervention required as a result of this event.

Event description:
A peritoneal dialysis patient reported to fresenius technical support (ts) that their cycler was alarming with the m30 balloon valve leak warning in step 2 of setup; the patient pressed ok, and the m30 message reoccurred. The issue occurred multiple times tonight. The patient was not connected during incident. The cycler has been re-setup with new supplies. The patient was disconnected at time of call. The patient ended treatment while in fill 1. Fluid was seen on the floor. The patient could not verify where the fluid came from. The patient stated the m30 alarm has occur frequently throughout the week. The patient was able to get passed the m30 on 3rd attempt tonight. The patient received the filling slowly message and canceled treatment. Ts advised to discontinue use of this cycler. Ts replaced the cycler due to the m30 balloon valve leak message. Upon follow up, the patient stated that the fluid leak came from the cycler door. There was no solution bag leak. The leak was discovered during treatment (the patient could not be certain of what phase of treatment). The patient was connected. The exact location of the leak is unknown. The cause of the leak is unknown. The cycler alarmed with the m30 balloon valve leak warning prior to discovering the fluid leak. The patient was able to complete treatment via manual exchanges. The sample supplies are not available for return for evaluation. There was no patient serious injury or medical intervention required as a result of this event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.